Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-01356, 3006705815-2024-01357. It was reported that the patient presented with an infection at the ipg site which also moved to the lead site. The patient was given IV and oral antibiotics. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted and replaced to address the issue. The infection has resolved.

Manufacturer narrative:
The justification should have been "it was reported that the patient presented with an infection at the ipg site which also moved to the lead site. The patient was given IV and oral antibiotics. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. The infection has resolved." Rather than "it was reported that the patient presented with an infection at the ipg site which also moved to the lead site. The patient was given IV and oral antibiotics. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted and replaced to address the issue. The infection has resolved." A patient had an infection at the ipg site which also moved to the lead site was reported to abbott. The patient was given IV and oral antibiotics. The scs system was explanted to address the issue. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.